Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. Unrelated to the event the battery compartment was found to be cracked and the display was found to be dim.